Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number :3006705815-2020-01661. Additional information received that patient underwent surgical intervention wherein the leads and ipg were replaced. Patient has effective coverage.

Manufacturer narrative:
Therapy and event date is estimated . Investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report : 3006705815-2020-00593. It was reported patient experienced ineffective coverage of pain relief. Patient was reprogrammed several times and still the issue persisted. As a result patient may be awaiting surgical intervention at a later date .